Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. The device leaked from the tank cover on the reservoir and from the block assembly. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical fluid warming level one (1) hotline low flow systems - hl-390 unit was leaking. No patient adverse events reported.